Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient had of loss of stimulation coverage on left side after she fell out of bed. Reprogramming was unable to resolve the issue. A CT was ordered and surgical intervention may be pending to address the issue.